Event description:
As reported by the user facility translation of user facility information by bbm sales organization in finland: "overinfusion" according to the customer: "speed set to infusion pump 0.8 ml/h - 1 ml/h, new infusion started at 16:44 pm. At 19:30 the infusion pump alerts that the syringe is empty. The patient has therefore received the dosage too quickly. The infusion pump was taken out of use when the situation was noticed".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files from 2023-03-26 (specified date of the incident, given from the customer) were investigated. Several infusions at the specified date were started. At the last infusion at that date the customer inserted a bbraun ops 50 ml syringe at 15:49 pm. The syringe was drawn to 2,80 ml (drive step position: 21712). One minute later the vtbi was set to 7 ml and the infusion was started with a rate of 1 ml/h. Up to that time the pump has delivered 29,84 ml (act. Volume infused). At 16:37 pm the costumer set the rate to 0,8 ml/h. The infusion was stopped at 18:34 by "syringe empty" up to that time the pump has delivered a volume of 32,23 ml. Between 15:50 pm and 18:34 pm the pump has delivered a volume of 2,38 ml. It could not be clarified for what reason the customer drawn the syringe only to 2.08 ml. Additional information: the "act. Volume infused" volumes were caused by the fact that the customer has confirmed in the question "use last therapy?" Again and again. Therefore, the volumes were added. A visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. No seal was available. The device was in a clean state and no visible damage was found. A functional test was performed. The device passed the self-test. A bbraun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,77%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. To investigate the inside, the device was disassembled complete. The upper housing part and the claw mechanic showed broken parts. These damages identified an external force damage. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No flowrate deviation could be reproduced ore detected inside the history files. Addition information: the damaged parts could not produce the complaint malfunction by the costumer. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.